Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-421a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the "metal cap appear burnt; aiming beam was shining through the distal tip of the fiber @101,885 joules of use and 18:07 minutes. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.